Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the plpul2020, ultra surgical smoke evacuation pencil device was used in an unknown procedure on (B)(6) 2026, and ¿the active electrode connection broke off during the procedure rendering the product unusable, and another device has to be opened to complete the procedure. No patient was injured in the procedure, and the procedure was completed with only a minor delay with opening a new device. The broken off piece was recovered and removed from the surgical field.¿. Further assessment found "the fragment fell onto a superficial incision of the patient and was easily retrieved. It did not fall into a cavity or inside the patient. The housing that holds the pencil blade/tip and the blade itself is what fell onto the patient.". There was no medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.